Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, a thrombosis occurred. The target lesion was located in the right coronary artery (rca) with a 2.9 mm reference vessel diameter and a 30 mm target lesion length. Pre-procedure, there was 95% stenosis and post-procedure, there was 4% residual stenosis. The liberte stent with a 3mm diameter and a 28mm length was implanted. A non-bsc balloon dilatation catheter was used. No attempt was made for direct stenting. An additional procedure was performed in the target lesion described as thrombectomy. The procedure was a technical success. The patient was discharged three days after the index procedure with no anginal complaints or silent ischemia. The discharge medications were asa 100 mg/day for 12 months and clopidogrel 75 mg/day for 12 months.